Event description:
It was reported that during a device replacement procedure, the physician discovered 4 leads in the pt's body; two of which were connected to the neurostimulator. The other 2 leads were not connected to the device and were "uncapped". An impedance check of the leads showed results out of range. It was noted that this previous implanted device system was performed elsewhere by another physician. The reason for the current device system replacement was the pt had symptoms (nausea) of a dead battery. The entire neurostimulator and leads were explanted and replaced. No pt injuries were reported.

Manufacturer narrative:
(B) (4).